Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, they noticed the bisector cauterizing filament coming apart. No components of the device detached into the harvesting tunnel / inside the patient. The heating element (wire) appeared lifted from the jaw. No procedural delay. A new device was opened to complete the procedure. No injury or harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/22/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and blood were visible on the heater wire, jaws, and harvesting device handle, and charred material was observed on the heater wire and hot jaw. The heater wire was visibly bent away from the hot jaw and remained attached at the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.